Event description:
It was reported that patient was transferred from the custodial unit to the general ward on (B)(6) 2026, when the family accidentally pulled the triple lumen sterile catheter while changing his pants, and the catheter was dislodged and seen to have broken the water bladder. A replacement f20 triple lumen sterile catheter was given to the pelvis to drain the blood and fluid accumulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.